Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately 4 months post implant, this left ventricular (lv) lead had displayed a loss of capture during routine clinic check. A chest x-ray was performed and confirmed the lead had dislodged. A lead revision was performed in which this lead was explanted and replaced with another manufacture's lead. There were no adverse patient effects reported.